Event description:
The customer contact reported the device alarmed with error code s233 (over temperature). The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device fan was not working. No add'l info was provided.

Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility. During testing, the device fan was not functioning. The customer reported error code s233 (over temperature) was noted in the device history. The probable cause of the error code s233 was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.